Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per article by catelas, et al., j orthop res. 2018: three patients with a conserve plus resurfacing shell, a profemur tl femoral stem, and a conserve plus total head were revised due to a pseudotumor. No further details were provided.